Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation was received on (B)(6)2022, with lot number 2881910. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, a cracked valve seat diaphragm valve and observed, opening device in the anterior side assessed as surgical damage additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted.